Event description:
Initial result for a patient's sodium was 105 mmol/l. When repeated, the result was 147 mmol/l. The incorrect result was not used to guide therapy. The field service representative repaired the instrument by replacing the mixing tower.